Manufacturer narrative:
The field service engineer inspected the module and discovered that the bead mixer was not properly rinsing and the excess water left on the bead mixer paddle led to the contamination of the reagent packs. The investigation determined that the issue was due to the bead mixer washing. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elects estradiol iii assay on a cobas 6000 e 601 module. The initial results were reported outside of the laboratory to the patients. Per customer protocol, primary tubes are processed and then frozen. When the samples are repeated, they are thawed, centrifuged, and transferred to another tube for re-processing. The first patient sample initially resulted in an estradiol value of 70.81 pg/ml. The sample was repeated on (B)(6) 2023, resulting in a value of 33.87 pg/ml. The second patient sample initially resulted in an estradiol value of 63.78 pg/ml on (B)(6) 2023. The sample was repeated on (B)(6) 2023, resulting in a value of 27.14 pg/ml. The estradiol reagent lot number was 630069.

Manufacturer narrative:
Na.